Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 171574 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 171574 and test base part number 195-430h/lot 169355. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 171574 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false negative result using the binaxnow covid-19 antigen self test, otc 2 test pack. Both tests from the two pack kit were performed on (B)(6) 2021, 30 minutes apart. The first test using a nasal swab produced a positive result. The second test using a new nasal swab produced a negative result. Technical services advised that the patient take a pcr confirmation test. During a follow up with the patient, she indicated a positive result was obtained using a pcr confirmation test. The patient confirmed that she was symptomatic with a fever and congestion one day prior to initial testing. No additional patient information, including treatment and outcome, was provided.